Event description:
An opthalmologist reported that he performed an intraocular lens exchange for a pt that complained of visual disturbances following cataract surgery. The pt stated that he experienced streaks of light that he felt were disturbing enough to warrant exchanging the lens. The pt's symptoms resolved following the exchange procedure.